Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis could not confirm a device malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the patient reported that implant would auto-deflate during intercourse. All components, with the exception of right side 3.0cm rear tip extender (rte )were explanted and replaced with new app. No information regarding the patient outcome was provided. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the patient reported that implant would auto-deflate during intercourse. All components, with the exception of right side 3.0 cm rear tip extender (rte )were explanted and replaced with new app. No information regarding the patient outcome was provided. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.